Manufacturer narrative:
No medwatch form was received. The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomaly was found. The root cause of the reported events of noise and increased sensing threshold could not be determined.

Event description:
It was reported that noise and increase of capture threshold were observed. In one vf episode, it was also reported that the hv shock could not stop the arrhythmia. The device and the lead were explanted and replaced.